Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned by the patient contact for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak during treatment. The cycler had alarmed for an unknown alarm during fill 2 following a pause in treatment. A pinhole was found in the membrane of the cassette. The set was discarded but samples from the same box were returned for evaluation. During follow up the patient's caregiver reported that the patient did not have any signs of infection. He had been prescribed prophylactic antibiotics. No adverse event associated with this leak event has been reported.